Manufacturer narrative:
On 02 dec 2015 it was prepared a final report with the information already submitted in the initial report. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 147825:(B)(4). No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Ceramic ball head not marketed in the USA. Further information received on (B)(6) 2015: "during primary surgery, the implanted stem and ball head wear simply too short." "No post-op xrays available." Clinical evaluation performed by the medical affairs director on (B)(6) 2015: the communication from the head surgeon reports a stem/head combination that made the operated limb too short. There is no further evidence of this, but it is compatible with the luxation images, and too short a limb is a known cause for luxation. It was replaced with a larger stem and a longer head. Standard procedure, no problem related to implanted devices.

Event description:
Hip luxation. It has been changed stem and head. We will not receive the removed implants back because they have been sent to bacteriology.